Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by indicated that the customer was not able to perform the displacement test and there was no alarm during delivery. Customer stated they saw missing segments during the self test. Insulin pump had passed self test. No harm requiring medical intervention was reported. Customer will discontinue the use of insulin pump.

Manufacturer narrative:
Unit passed self-test, displacement test and test p-cap locks properly into the reservoir compartment, however, damage was noted to the retainer ring. Received pump with audio turned off in settings. Toggled on/off and increased/decreased volume with the audio feature functioning properly. Insulin flow block alarm sound as expected when audio was turned on. No audio/vibrate/absence of alarm anomalies noted during testing. No alert/alarms noted during testing. No alarms/alerts are present in the history/trace file on event date. Pump was cut open to perform visual inspection and found evidence of moisture damage¿on pcba 1 and force sensor. The following were noted during visual inspection: scratched case, cracked keypad overlay, overlay scratched, pillowing keypad overlay, detached retainer, missing o-ring (reservoir tube), cracked belt clip rails, stained serial label, keypad overlay texture damage. Cosmetic damage located at retainer ring is confirmed. Absence of occlusion alarm not confirmed. Missing segments is not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.